Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll during attempts to set a manual bolus, even after battery change. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer also reported of experiencing skin irritation with sensor.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. The insulin pump had minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.